Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material removed') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ('stabbing pain in the lower left abdomen') and cervix carcinoma ('cervical cancer') in a 39-year-old female patient who had essure (batch no. 641416) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient was found to have cervix carcinoma (seriousness criterion hospitalization), 2 years 1 month after insertion of essure. In (B)(6) 2015, the patient experienced mastitis ("mastitis"). In (B)(6) 2020, the patient experienced abdominal pain lower (seriousness criterion intervention required) and coccydynia ("pain around the tailbone"). On an unknown date, the patient experienced memory impairment ("forgetful"), balance disorder ("balance problems"), fatigue ("tired"), disturbance in attention ("problems concentrating"), mood swings ("mood swings"), menstruation irregular ("change in menstruation"), sleep disorder ("sleep problems"), folate deficiency ("folic acid deficiency"), iron deficiency ("iron deficiency"), eczema ("eczema"), diarrhoea ("intestinal problems (a lot of diarrhoea)"), palpitations ("palpitations"), headache ("long-lasting headaches"), vitamin b12 deficiency ("b12 deficiency"), vision blurred ("blurred vision") and onychoclasis ("brittle nails"). The patient was treated with surgery (essure removal). Essure was removed. In (B)(6) 2021, the folate deficiency, palpitations, headache, vitamin b12 deficiency, vision blurred and onychoclasis had resolved. At the time of the report, the abdominal pain lower, cervix carcinoma, mastitis, memory impairment, balance disorder, fatigue, disturbance in attention, mood swings, menstruation irregular, sleep disorder, iron deficiency, eczema, diarrhoea and coccydynia outcome was unknown. The reporter considered abdominal pain lower, balance disorder, cervix carcinoma, coccydynia, diarrhoea, disturbance in attention, eczema, fatigue, folate deficiency, headache, iron deficiency, mastitis, memory impairment, menstruation irregular, mood swings, onychoclasis, palpitations, sleep disorder, vision blurred and vitamin b12 deficiency to be related to essure. The reporter commented: adverse events starts after essure placement forgetfulness, tiredness, concentration impairment, mood swings, menstruation irregular. After many examinations (ultrasound, computed tomography scan, gastrointestinal tests), all the doctors involved are convinced that a lot of the symptoms were caused by the essure. Surgery for removal of essure was requested in (B)(6) 2021, but due to covid-19 pandemic the surgery was postpone, she is nn the waiting list for removal by an authorised physician. Unfortunately, due to pandemic, everything is delayed and she has to go on with all her symptoms. In 2021 she was admittance to hospital due to gastrointestinal examinations. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information were updated new reporters physician, date of birth, indication, lot number, medical device removal was updated to abdominal pain lower, mastitis, forgetfulness, tiredness, concentration impairment, mood swings, menstruation irregular, sleep problems, balance difficulty, iron deficiency, diarrhoea, eczema, coccyx pain, abdominal pain lower, palpitations, chronic headaches, vitamin b12 deficiency, folic acid deficiency, blurred vision were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ('stabbing pain in the lower left abdomen') and cervix carcinoma ('cervical cancer') in a 39-year-old female patient who had essure (batch no. 641416) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient was found to have cervix carcinoma (seriousness criterion hospitalization), 2 years 1 month after insertion of essure. In (B)(6) 2015, the patient experienced mastitis ("mastitis"). In (B)(6) 2020, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required) and coccydynia ("pain around the tailbone"). On an unknown date, the patient experienced menstruation irregular ("change in menstruation"), headache ("long-lasting headaches"), vision blurred ("blurred vision"), eczema ("eczema"), fatigue ("tired"), balance disorder ("balance problems"), memory impairment ("forgetful"), disturbance in attention ("problems concentrating"), sleep disorder ("sleep problems"), folate deficiency ("folic acid deficiency"), iron deficiency ("iron deficiency"), vitamin b12 deficiency ("b12 deficiency"), diarrhoea ("intestinal problems (a lot of diarrhoea)"), palpitations ("palpitations"), onychoclasis ("brittle nails") and mood swings ("mood swings"). The patient was hospitalized sometime in 2021. The patient was treated with surgery (essure removal scheduled). In (B)(6) 2021, the headache, vision blurred, folate deficiency, vitamin b12 deficiency, palpitations and onychoclasis had resolved. At the time of the report, the abdominal pain lower, cervix carcinoma, menstruation irregular, eczema, mastitis, fatigue, balance disorder, memory impairment, disturbance in attention, sleep disorder, iron deficiency, diarrhoea, coccydynia and mood swings outcome was unknown. The reporter considered abdominal pain lower, balance disorder, cervix carcinoma, coccydynia, diarrhoea, disturbance in attention, eczema, fatigue, folate deficiency, headache, iron deficiency, mastitis, memory impairment, menstruation irregular, mood swings, onychoclasis, palpitations, sleep disorder, vision blurred and vitamin b12 deficiency to be related to essure. The reporter commented: adverse events started after essure placement, forgetfulness, tiredness, concentration impairment, mood swings, menstruation irregular. After many examinations (ultrasound, computed tomography scan, gastrointestinal tests), all the doctors involved are convinced that a lot of the symptoms were caused by the essure. Surgery for removal of essure was requested in (B)(6) 2021, but due to covid-19 pandemic the surgery was postponed, she is in the waiting list for removal by an authorised physician. Unfortunately, due to pandemic, everything is delayed and she has to go on with all her symptoms. In 2021 she was admitted to hospital due to gastrointestinal examinations. Lot number: 641416 manufacture date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material removed') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.